Event description:
It was reported that this pacemaker system exhibited an increase in pacing thresholds, decreases in sensing amplitude as well as loss of capture on the right atrial (ra) lead channel. Technical services (ts) was consulted and further evaluation and lead revision was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the health care professional (hcp) opted to increase the pacing output. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited an increase in pacing thresholds, decreases in sensing amplitude as well as loss of capture on the right atrial (ra) lead channel. Technical services (ts) was consulted and further evaluation and lead revision was recommended. No adverse patient effects were reported. This system remains in service.